Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. The screen was bad. Upon triage, on (B)(6) 2017 , the service technician confirmed that the screen is dimming creating letters to be illegible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of screen was bad. The unit was triaged and the reported issue was confirmed. The flex cable was partially torn and the overlay was damaged. The unit has been repaired, tested, and recertified per procedure. This is typical routine maintenance. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.